Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced rising blood glucose after a supply change with site pain, and upon inspection the cannula deployment was obstructed because the needle guard remained on, preventing insulin delivery; the highest observed glucose during the incident was 210 mg/dl, the glucose was out of range for about five hours, and the ilet did not alert. Symptoms included thirst without other reported complaints. Outcomes included successful correction with glucose returning to range later that day. Investigation included troubleshooting and education. Investigation of this case revealed incorrect infusion set deployment and inadequate connection, resulting in no insulin infusion. It was concluded, based on previously established findings for similar reports, that user setup error was the cause.